Event description:
The duett sealing device was deployed following an interventional procedure, via a 7 fr sheath. Following device deployment, the pt experienced symptoms consistent with a retroperitoneal bleed, which was confiremd via an angiogram, abdominal ultrasound and CT scan of the abdomen. Treatment included compression, a 3 unit blood transfusion and surgery. The treatment was successful and no further complications were reported.